Event description:
A us distributor reported that a patient's electrode belt was damaged.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (connector stuck/can connection status) has been confirmed. Upon investigation the electrode belt trunk cable connector knit line was broken causing faults. The root cause for the damaged connector could not be positively identified. No adverse event resulted from the damaged belt.